Event description:
The pt underwent placement of a portacath on 5/10/99. The catheter broke off from the port and had to be retrieved with interventional radiology. The catheter was removed from the right atrium on 7/15/99. The infusiport was removed on 7/30/99.